Manufacturer narrative:
It was originally reported that the cot height could not adjust properly. Upon completion of the investigation it was found that there was no issue with height adjustment for this cot. It was found that the steer lock was stuck engaged and could not be disengaged on the device. The technician found that the steer lock release cable was loose causing this condition. It was also found that the steer lock pin sleeve and set screw were damaged but the primary cause to the steer lock issue was the steer lock release cable. The technician was able to resolve the issue by replacing the pin sleeve and set screw and then tightening the release cable.

Event description:
It was reported via repair work order that the cot height could not adjust properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot height could not adjust properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.